Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo sheath and the physician noticed a ¿clot¿ forming on the lumen of the vizigo when using it with the ablation catheter. The physician believed that the incident represented a patient risk. The correct catheter settings were selected. No error messages preceded the clotting. There were no flow or temperature issues noted. The ablation power setting was between 25 and 45 watts, with the potential for vhpsd also being used in these 90 watts. No further details were provided regarding troubleshooting of the event or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-aug-2025, bwi received additional information indicating that this was a left-sided procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-jul-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).